Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the missing areas of the adhesive around the lens and pinhole on the adhesive was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had missing areas of the adhesive around the lens and pinhole on the adhesive. There was no patient involvement.